Manufacturer narrative:
(B)(4). As per the sales rep the device was tested by the customer and found to be functional. Therefore, the complaint is being canceled. Please disregard the initial MDR.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply was non functional. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply was non functional. The hospital did not report any patient effects.